Event description:
Customer reported an unexpected negative reaction for a donor sample tested with capture-r ready-screen pooled test wells. An anti-fyb antibody was identified on this donor. The customer's in-house centrifuge cycle was a 1800rpm setting for 2 minutes, however, the technologist centrifuged the plates at 2400rpm for 2 minutes.

Manufacturer narrative:
The customer was directed to the package insert limitations for capture-r ready-screen: "overcentrifugation of the tests, following addition of the capture-r ready indicator red cells, may result in falsely negative or doubtful positive reactions due to the collapse of the adherent indicator layer." The event was likely the result of user error (overcentrifugation).